Manufacturer narrative:
The date of event is unknown. The customer reports "the times where the safety feature broke off have been intermittent and over the past 2-3 months". The date received by the manufacturer is used. (B)(4). Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Preventive maintenance, calibration, and equipment were reviewed and no abnormality was observed that could have influenced the issue. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure as no samples were returned for evaluation. Of note, CAPA (B)(4) have been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that nurses have had several incidences where the pink safety cover of the suspect device has broken off during the activation period. They have had several "near miss" needle sticks as a result.